Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced shocking sensations from their neurostimulator device for the past month. When the patient went to the clinic, the doctor was unable to interrogate the device, and thought that the battery was dead. Additional information was requested.